Manufacturer narrative:
A product deficiency was not reported or found. Technical service advised the consumer to wash their eyes with water. Technical service was unable to send the customer the reagent safety data sheet as the customer did not provide any contact information. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.

Event description:
The consumer reported adding reagent drops from the binaxnow covid-19 antigen self-test to his eyes. The consumer reported having eye pain and was advised to put water on his eyes. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service advised the consumer to wash their eyes with water. Technical service was unable to send the customer the reagent safety data sheet as the customer did not provide any contact information. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.

Event description:
The consumer reported adding reagent drops from the binaxnow covid-19 antigen self-test to his eyes. The consumer reported having eye pain and was advised to put water on his eyes. Although requested, no additional information including treatment and outcome was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported adding reagent drops from the binaxnow covid-19 antigen self-test to his eyes. The consumer reported having eye pain and was advised to put water on his eyes. Although requested, no additional information including treatment and outcome was provided.